Manufacturer narrative:
Initial reporter phone - (B)(6).

Event description:
It was reported a death occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system was inserted into the patients body. There was a tortuosity in the iliac vein that made access difficult. When the physician reached the laa, the access system did not move forward and was stuck in the middle of the laa. After trying multiple times to advance more they noticed that the access system was bent, so they decided to remove it and use a new one. Upon entering with this second access system, they encountered the same problem. This access system became stuck in the same point, but this time when they removed it, they observed that the patients pressure collapsed and the patient began a process of cardiac tamponade. The cardiovascular surgeon came to the room when the patient had been in cardiac arrest for more than 25 minutes and acted quickly to open the patients chest. The surgeon controlled the bleeding that apparently came from the appendage. However, the patient died. They realized that the abdominal cavity was abnormally inflamed and found that the bleeding also came from the iliac vein.